Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock. It was noted that the patient was in a jacuzzi at the time of the shock. It was further reported via follow up with the patient's physician that the shock was inappropriately delivered due to electromagnetic interference. The ICD remains in use. No further patient complications have been reported as a result of this event.